Event description:
The customer reported false sodium (na), chloride (cl), and calcium (ca) results, for multiple patients, involving the unicel dxc 800 synchron system. The customer replaced the ion selective electrolyte (ise) buffer and recalibrated, and the anion gaps recovered to normal range. The customer was advised to use personal protective equipment (ppe) prior to troubleshooting and was instructed to replace the chloride electrode tip. The customer primed and calibrated all electrolytes and completed quality control (qc) and precision test. The patient samples were reanalyzed on an alternate unicel dxc 800 system, and the results were reported. The erroneous results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. Since the ise electrolyte buffer reagent was low, the customer replaced the reagent and performed calibration and quality control (qc). Patient results recovered normally. No further actions were required.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone.